Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the md not being able to remove the lead from the needle was not determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 977d260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's spinal cord s stimulator (scs) trial. Information was reported that the proximal end of the trial lead became stuck in 3550-43 (n790326). The md was trying to remove the lead, to re-navigate it in the epidural space as the lead had gone anterior, however could not remove the lead from the needle without excessive force and possible sheering of contacts. The lead was replaced and the trial procedure was completed without incidence. No further complications were reported. No patient symptoms were reported.